Event description:
Consumer complaint of blood results reading "hi". Customer stated results fluctuated between 199 mg/dl and 200 mg/dl. Performed back to back blood tests - 3"hi" and "hi". Last five results in memory were "hi", 433 mg/dl, 497 mg/dl, 510 mg/dl, and 204 mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.